Event description:
The reloadable tacker has no tack reloads in the box. It is supposed to include a package of reloads. The box is new when I opened, it is still sealed. I opened a separate 3 packs of reloads to use in the surgery.